Manufacturer narrative:
On 8/10/2017 - we were notified that the lead returned was not this lead. This lead has not been sent in for analysis. On 20-dec-2019 - the correct lead was returned for analysis. Upon receipt the lead was found cut 6 cm distal to the is-1 connector pin and the outer insulation and outer conductor coil were found broken 21.5 cm proximal to the lead tip. A proximal, medial and a distal lead fragment were received for analysis. Multiple abrasions were detected on the leads body. Approximately 21.5 cm distal to the is-1 connector pin the lead body was found heavily squeezed and damaged. At this location the outer and inner insulation were found abraded through and the outer conductor coil was found broken. These damages are assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to a fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2017 - we were notified that the lead returned was not this lead. This lead has not been sent in for analysis. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.